Event description:
Four sets that leaked 'where the line meets the luer lock'. The reported incidents occurred in the exercise metabolism lab. No pt injury or medical intervention reported.

Manufacturer narrative:
The actual set involved has been requested for eval.